Event description:
The physician placed the guide wire successfully. He ablated the lesion multiple times, and the guide wire fractured inside the guide catheter. He was able to retrieve both portions of the wire.